Event description:
The customer reported that the system displayed poor image quality.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep could not verify the symptom. He flashed the nodes and reloaded the software and cal files. The system operates and intended.